Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 29-mar-2021.

Manufacturer narrative:
The returned device was evaluated. Inspection found the reported issue was not able to be duplicated however, the ID band test #14 and #12 failed (intermittent) due to faulty ID board and noted to be the cause of the error code 200 ref 200 failure. Using the reference test board the device output powers were tested, placed in two hour burn in test and found no issues. No issues or error codes were observed. Unrelated to the reported issue, the device was observed with two (2) missing feet and d socket cover was also found missing. Minor scratches were observed on the housing top case. Review of fault log showed 200 ref 92, two times indicated electrode ID failure. Cpu checks for overactive ID count flag not set. Cpu checks ID count < 1500, 400 ref 26, six times indicated turis electrode is attached and activated without a saline solution being present, or there is an electrode connection fault and 200 ref 71 one time indicated ID cal circuit failure[post check]. Cpu checks ID circuit cal cap when ID_on relay is open. Based on evaluation findings the reported error message issue was not able to be duplicated however, review of fault log revealed the reported error. In addition, faulty ID board was determined, noted to be attributed to the reported failure. The found failure was identified to be attributed to a faulty ID board. The root cause of the faulty ID board was due to electronic component failure. This report will be supplemented accordingly following investigations.

Event description:
A report of error message e200 ref 92 (internal failure) during an unknown event was reported. There was no patient involvement, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Olympus will continue to monitor complaints for this device.